Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported by the patient that he has had 4 previous fusions from 2007 to 2008 where rhbmp-2/acs was used "extensively" in his procedures. He reported that he has had 5 mrsa infections and most recently a tumor in his spinal cord was seen on MRI that will require surgery soon. He reported that he is not healing and is required to wear an upper body brace at all times out of bed. The patient also reported increased pain and numbness radiating to his hips, si joints, and lower back in addition to compromised gait. Corrective surgery for hardware replacement and tumor removal and/or biopsies has been ruled out in both cases for the short term due to the complexity and extent of past spinal surgeries and significant history of mrsa and staph infections.